Event description:
It was reported that the customer had reoccurring blank display on the insulin pump. Customer's blood glucose level is 209 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. The insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.